Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was checked in the clinic and device problems were observed. The patient was requesting a print out of the device check showing the problems. He did not know what the problems were.

Manufacturer narrative:
Technical services recommended the patient contact his clinic to discuss what device problems had been observed and to request a copy of the print out from the device check. No adverse patient effects were reported. A request was made for the boston scientific field representative to obtain additional information regarding this device. However, no additional information was available. The device remains implanted. No adverse patient effects were reported.